Manufacturer narrative:
This report is submitted on october 06,2022

Event description:
Per the clinic, the patient experienced discomfort at the implant site caused by the migration of the device. The device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device during the same surgery.